Event description:
Customer returned the device for evaluation and repair of an issue of missing connector pins making connection unable to close occurring during preparation for use. There is no patient involvement. Upon evaluation of the returned device, it was observed that there is a gap in the adhesive between the acoustic lens and ultrasound probe. This medwatch is being submitted for the reportable issue of gap in the adhesive between the acoustic lens and ultrasound probe as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there is a gap in the adhesive between the acoustic lens and ultrasound probe. Other observations for the device: because the shaft of switch (sw) sw1 is detached, switch cannot be pressed down smoothly; due to damage on sw1, an image is frozen and recorded on its own; suction cylinder has discoloration; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; distal end is deformed; objective lens has a scratch; adhesive on distal end rubber coating (a-rubber) has wear; due to wear of angle wire, the play of up/down knob and right/left knob is out of the standard value; guide pin of ultrasonic connector is missing; and universal cord has a wrinkle. The user¿s complaint of missing pin was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and the ultrasonic probe could not be determined. Olympus will continue to monitor field performance for this device.